Manufacturer narrative:
Updated: b5, d8, h2, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope, had glue loss at the beginning of the probe bending section, and a sharp edge was felt with the gloves on. The issue occurred during service/maintenance. There was no patient involvement.